Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the rhino-laryngo videoscope exhibited resin section of the ig tube coming off. There was no patient involvement.